Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on 06/05/2016 to report that on (B)(6) 2016, the patient experienced a dead transmitter battery. No additional patient or event information is available.